Event description:
It was reported that balloon tear occurred. Vascular access site was obtained via anterior tibial (at) artery. The 100% stenosed, 130mmx5mm, target lesion was located in the mildly tortuous and moderately calcified distal superficial femoral artery or proximal popliteal artery. After a 6f guide catheter was inserted and a laser atherectomy was utilized over a .014 wire, a 6.0 x150, 135cm charger balloon catheter was advanced for dilation. The balloon was inflated at nominal pressure for 1 minute. However, upon removal, the balloon wing was difficult to pass through from the hemostatic aspect of the sheath. Additionally, force was cautiously applied to coax the balloon out of the sheath causing the balloon to tear as it was removed out of the patient's body. The balloon was removed intact, and no detached fragments noticed inside the patient. Furthermore, after contrast injection and visualization of the target lesion, additional angioplasty was performed using a 5x150x150 sterling balloon catheter. The sterling balloon was removed, and procedure was completed successfully without any further complications. No patient complications were reported.